Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has experienced high blood glucose up to 700 mg/dl. The customer stated that he has had a cold for about two weeks and has been taking allergy medication and antibiotics for 10 days. The customer has been treating with the insulin pump but for the past 2 days, he has been unable to get his blood glucose below 250 mg/dl. Current blood glucose was 332 mg/dl. The drive support cap is recessed. Insulin is not expired. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The time, date and basal history are accurate but customer was unsure of the other settings since the doctor made some changes in (B)(6). Customer stated he does not believe there is an occlusion issue. Customer was advised to contact the educator in his area or the doctor about the impact of the medications he taking on his blood glucose.